Event description:
Ambulance personnel were attempting to routinely monitor a pt suffering from a severe allergic reaction. Allegedly the monitor would not power up. The pt was transported to the hosp with no adverse effects as a result of an inability to monitor his ECG.